Manufacturer narrative:
After trouble shooting with account the account identified that the main circuit board was defective. Repairs are unk. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Info received indicates the bed unintentionally lowers after raising the hi/low function.